Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: no flow condition confirmed. No signs of blockage or abnormality were detected in the delivery tubing upon sample receipt. The bladder was subsequently filled with dextrose solution for a functional test. However, after fill, flow was not readily observed at the luer despite several attempts of forced prime. Microscopic examination of the flow restrictor showed evidence of drug residue blocking the fluid exit at the end of the glass capillary. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that an infusor sv 2 device did not infuse during patient use. There was no patient injury or medical intervention. No additional information is available at this time.